Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent c4-c7 fusion using peek cages and rhbmp-2/acs. Post-op, the patient allegedly sustained a paralyzed vocal cord and swallowing difficulties first three months--some improved continues with hoarseness and swallowing issues. Also, the patient has some neuropathy concerns with the left arm (she had some pre-op issues with her left arm). The patient has been following with ent doctor with numerous swallowing and vocal cord testing- one side of the vocal cord is normal size the other is reduced in size.